Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial:(B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began a week ago. Patient stated the recharger was getting hot when charging the implant and they couldn't charge the implant. During the call patient denied visible damages on the recharger. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Patient also mentioned that a few months ago their healthcare provider (hcp) moved their implant up further because the implant had been poking out due to the patient losing so much weight and the pocket got bigger. Agent accidentally sent email to repair then notified repair to disregard the email. See repair request.

Manufacturer narrative:
The recharger with model 97755, serial# (B)(6) was received for product analysis. Analysis found the there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.